Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2016 with the following findings: a review of the black box showed no power issues. The returned battery cap was difficult to remove. No damage was found to the battery compartment. A test cap was able to attach to the pump securely and was removed without difficulty. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no power issues occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Alert date: follow up #1 submitted 10/27/2016: a review of the complaint record indicated this complaint was received by animas on (B)(4) 2016, not (B)(4) 2016 as previously reported.